Event description:
Balloon sheared from shaft during dilation, there was a staple at the venous anastomosis.

Manufacturer narrative:
Lot history record review: the lot number was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. The complaint sample was returned for evaluation and the following was observed: the complaint sample was returned in one piece but was missing part of the balloon. The distal part of the balloon is not present. The distal bond is not present. The proximal bond is intact. A 2.5cm of the balloon is attached to the shaft. The shaft is not stretched. Conclusion: the complaint investigation has been confirmed during the visual inspection of the returned sample. The complaint form reported the balloon got caught on a staple in the venous antastomosis, the balloon was inflated multiple time, and pressure applied to the balloon was 20 atm. Based on the reported information and evaluation of the returned sample, angiodynamics has determined the balloon catheter worked as it was intended to. The complaint appears to have been caused due to getting caught on the staple in the venous anastomosis. It is possible that over inflating the balloon to 20atm could have contributed to the complaint. The label states the recommended burst pressure is 18 atm. The review of the manufacturing records verified the above lot was manufactured and released to specifications. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.